Event description:
Broken exeter stem, clear sign of metal fatigue at fracture site. Also appears to be fretting of alumina head on stem trunnion with resulting migration of debris distally causing damage to medial aspect of stem. Another surgery was planned to correct the problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00592.